Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.

Event description:
It was reported that during central processing, was observed a cable on the mega surturecut needle driver instrument was sticking. There was no report of patient involvement or reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The mega suturecut needle driver instrument has been returned and evaluated by the failure analysis team. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.